Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The preconnected ipp was removed and replaced with a new one. The new ipp left cylinder was cut and plugged. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.